Event description:
The customer called in for help with her meter. While troubleshooting, she performed normal control tests and received a result of 329 mg/dl. The normal control range is 85-114 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.